Event description:
Pt had an arterial line in the arm. Due to an increase in pt activity, i.e., pt flexing arm, etc., the sheath of the art line broke off inside the pt's artery. Pt had surgery to remove this and increased length of stay in the hosp by one day. No pt complications. (Den: 1009504)